Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the pump and transmitter regained connection after the devices were placed close together. The customer was unable to provide any additional details regarding the issue.